Manufacturer narrative:
It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens zxr00 +21.0 diopter was implanted in the patient's right eye. Reportedly, the patient had a refractive surprise, and the surgeon performed an explant. The surgeon commented that he suspects this refractive surprise was an optical measurement error due to the density of the posterior subcapsular cataract. The patient previously had dry eye. When discharged, the patient was well but had noticed a difference in vision. The incision was not enlarged. A vitrectomy was not performed. Sutures were required as part of the standard of care for all cataract surgeries by the surgeon. The replacement lens was a zxr00 +18.5 diopter. Visual acuity pre-op (pre-initial implant): counting fingers, visual acuity post-op (post-initial implant): 20/400, visual acuity post-op (post-replacement): unknown, vigamox qid and prednisolone q2h were prescribed. The account also informed that the explanted lens is not available for evaluation. No additional information was provided to johnson and johnson surgical vision, inc.